Event description:
It was reported that during coronary artery drug eluting stenting procedure, the stent was damaged. The physician introduced the taxus liberte drug eluting stent, but was unable to cross the lesion. The stent delivery system was removed and damage to the distal portion of the stent was noted. The procedure was completed with another device. There were no reported pt complications and the pt was reported to be stable post procedure.